Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the physician was unable to aspirate the faradrive sheath (lot number cl13835) due to a large amount of air being introduced. Another faradrive sheath (lot number cl13761) was taken, which worked for approximately 15 minutes before air was also introduced into the sheath. A third faradrive sheath was selected, and the procedure was completed successfully without patient complications. The two faradrive sheaths are not expected to return for analysis as they were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.